Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery was reported. It was stated that the motor stall occurred after patient had an MRI on friday (B)(6) 2011. The stall was noted on the date of this report when the pump was read; on re-interrogation the stall recovered. Patient was asymptomatic.

Manufacturer narrative:
Catheter model: 8709, lot #: j0056664r, implanted: (B)(6) 2001, explanted: unk.